Manufacturer narrative:
B3 date of event: (B)(6) 2023 used as actual date is unknown upon receipt of the cylinders, pump and reservoir of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders and the reservoir were visually inspected, and leak tested. Both cylinders and reservoir passed visual inspection and the leakage test. The pump was visually inspected, leak tested, and functionally tested. The pump passed visual inspection and the leakage test. The pump failed activation test 3. Based on the information available and analysis results, the cause of the unspecified event was traced to a component failure.

Event description:
It was reported that an inflatable penile prosthesis was returned without documentation or allegations of patient harm or device performance issues. Analysis of the returned device identified that the pump did not pass activation testing.